Event description:
It was reported that the pulse generator could not be fully interrogated. The magnet rate was 90 pulses per minute, indicating that the device was not at elective replacement indicator. An interrogation in 2008 showed battery data of 2.73 v, 15 ua, and 8.5 k with an estimated remaining longevity of 0.5 to 0.75 years. The pulse generator was replaced due to low battery status.

Manufacturer narrative:
No medwatch form was received.